Event description:
It was reported that the patient has received multiple inappropriate shocks in the past due to t-wave oversensing. The system was reprogrammed to secondary sensing vector. No adverse events were reported.